Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. The customer's blood glucose level was 119 mg/dl. Reportedly, the customer was able to turn the pump on and continued to use the pump for insulin therapy. Additionally, the customer indicated that manual injection supplies were available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.